Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately two months. Based on the follow-up with the health-care provider, the explant was due to perivalvular leak. The health-care provider also mentioned that the explant was not related to any device malfunction. Per the operative report, the mitral valve prosthesis was noted to be grossly separating with gross impression of vegetation at the annulus in a wide expanse. The prosthesis was excised with annulus debrided and irrigated with copious amounts of antiseptic solution. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The operative report indicates vegetations at the annulus level, which is suggestive of an infection. Prosthetic valve endocarditis occurring early post-operatively is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the valve was not returned, therefore, infection of the valve cannot be confirmed. No further actions are possible with the available information.